Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammatory condition in the tubes') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. In 2018, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort after essure insertion / discomfort has increased after some days"), pelvic pain ("pain after essure insertion / the pain has increased / unbearable pain in the pelvic area"), abdominal pain lower ("strong cramps"), vaginal discharge ("vaginal discharge") and device dislocation ("positioning the device near the uterus / the device was no longer in the position that had been inserted"). The patient was treated with surgery (bilateral salpingectomy was performed). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pelvic discomfort, pelvic pain, abdominal pain lower, vaginal discharge and device dislocation outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic discomfort, pelvic pain, salpingitis and vaginal discharge to be related to essure. The reporter commented: essure was inserted between september and (B)(6) 2018. She went to a hospital due to the pain and discomfort, and an unspecified medication was given but it did not work. On an unspecified day, physician tried to do a video hysteroscopy but it was not possible due to the inflammatory condition in her fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: concluded the need to withdraw essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammatory condition in the tubes') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. In 2018, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort after essure insertion / discomfort has increased after some days"), pelvic pain ("pain after essure insertion / the pain has increased / unbearable pain in the pelvic area"), abdominal pain lower ("strong cramps"), vaginal discharge ("vaginal discharge") and device dislocation ("positioning the device near the uterus / the device was no longer in the position that had been inserted"). The patient was treated with surgery (bilateral salpingectomy was performed). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pelvic discomfort, pelvic pain, abdominal pain lower, vaginal discharge and device dislocation outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic discomfort, pelvic pain, salpingitis and vaginal discharge to be related to essure. The reporter commented: essure was inserted between (B)(6) 2018. She went to a hospital due to the pain and discomfort, and an unspecified medication was given but it did not work. On an unspecified day, physician tried to do a video hysteroscopy but it was not possible due to the inflammatory condition in her fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: concluded the need to withdraw essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammatory condition in the tubes / bilateral mild chronic salpingitis') in a 40-year-old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, pregnancy (2), death of son, vaginal delivery and cesarean section. Denies allergies. Previously administered products included for hypertension: losartana; for an unreported indication: injectable contraception. Concomitant products included losartan potassium (losartana potassica) for hypertension as well as azithromycin (azitromicina) since (B)(6) 2019, diazepam since (B)(6) 2015, diclofenac potassium (lfm diclofenaco de potassio) since (B)(6) 2019, dimeticone (dimeticona) since (B)(6) 2019, ferrous sulfate (sulfato ferroso) since (B)(6) 2019, fluconazole (fluconazol) since (B)(6) 2019, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (medroxiprogesterona gp pharm) since (B)(6) 2015, metamizole sodium (dipirona sodica) since (B)(6) 2019, metronidazole (metronidazol) since (B)(6) 2018, metronidazole (metronidazol) since (B)(6) 2018 and simeticone since (B)(6) 2019. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("it was not possible to pass the device on the left side through a high endometrium") and procedural pain ("mild pain (after inserting the essure)"). In 2018, the patient experienced pelvic pain ("pain after essure insertion / the pain has increased / unbearable pain in the pelvic area"). On (B)(6) 2019, the patient experienced endometritis ("suspicion of endometritis"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("moderate bleeding (2 days after the salpingectomy)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort after essure insertion / discomfort has increased after some days"), abdominal pain lower ("strong cramps"), vaginal discharge ("vaginal discharge / vaginal discharge with bad smell"), device dislocation ("positioning the device near the uterus / the device was no longer in the position that had been inserted"), vaginal haemorrhage ("vaginal bleeding / haemorrhage") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy and essure removal and videolaparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pelvic discomfort, pelvic pain, abdominal pain lower, vaginal discharge, procedural pain, vaginal haemorrhage, endometritis, dysmenorrhoea and post procedural haemorrhage outcome was unknown and the device dislocation and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion, endometritis, post procedural haemorrhage and procedural pain with essure. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, pelvic discomfort, pelvic pain, salpingitis, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted between (B)(6) and (B)(6) 2018. She went to a hospital due to the pain and discomfort, and an unspecified medication was given but it did not work. On an unspecified day, physician tried to do a video hysteroscopy but it was not possible due to the inflammatory condition in her fallopian tubes. The essure removal was performed without complications. New information was provided regarding essure insertion: the essure insertion date was updated from 2018 to (B)(6) 2015 (right) and (B)(6) 2015 (left). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: bilateral mild chronic salpingitis, benign simple paratubary cyst on the right. Human chorionic gonadotropin - on (B)(6) 2015: negative - 25 miu/ml; on (B)(6) 2015: negative - 25 miu/ml; on (B)(6) 2019: negative - 25 miu/ml. Pathology test - on (B)(6) 2019: left uterine tube: mild chronic salpingitis. Right uterine tube: mild chronic salpingitis and benign simple paratubary cyst. Smear test - on (B)(6) 2018: cervicitis, reactive / inflammatory cell changes. Ultrasound scan vagina - on an unknown date: concluded the need to withdraw essure; on (B)(6) 2016: the devices were visualized in the fallopian tubes; on (B)(6) 2018: anteversoflexion uterus, unchanged ovaries; two hyperechoic linear images were observed, a right corneal region and another left adnexal region, next to the myometrium; on (B)(6) 2019: right device was elbowed with a large part of the endometrial cavity; essure on the left normoimplanted. Lot number: b02267, manufacturing date: 2013-02, expiration date: 2016-02 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammatory condition in the tubes / bilateral mild chronic salpingitis') in a 40-year-old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, pregnancy (2), death of son, vaginal delivery and cesarean section. Denies allergies. Previously administered products included for hypertension: losartana; for an unreported indication: injectable contraception. Concomitant products included losartan potassium (losartana potassica) for hypertension as well as azithromycin (azitromicina) since (B)(6) 2019, diazepam since (B)(6) 2015, diclofenac potassium (lfm diclofenaco de potassio) since (B)(6) 2019, dimeticone (dimeticona) since (B)(6) 2019, ferrous sulfate (sulfato ferroso) since (B)(6) 2019, fluconazole (fluconazol) since (B)(6) 2019, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (medroxiprogesterona gp pharm) since (B)(6) 2015, metamizole sodium (dipirona sodica) since (B)(6) 2019, metronidazole (metronidazol) since (B)(6) 2018, metronidazole (metronidazol) since (B)(6) 2018 and simeticone since (B)(6) 2019. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("it was not possible to pass the device on the left side through a high endometrium") and procedural pain ("mild pain (after inserting the essure)"). In 2018, the patient experienced pelvic pain ("pain after essure insertion / the pain has increased / unbearable pain in the pelvic area"). On (B)(6) 2019, the patient experienced endometritis ("suspicion of endometritis"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("moderate bleeding (2 days after the salpingectomy)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort after essure insertion / discomfort has increased after some days"), abdominal pain lower ("strong cramps"), vaginal discharge ("vaginal discharge / vaginal discharge with bad smell"), device dislocation ("positioning the device near the uterus / the device was no longer in the position that had been inserted"), vaginal haemorrhage ("vaginal bleeding / haemorrhage") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomyand essure removal and videolaparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pelvic discomfort, pelvic pain, abdominal pain lower, vaginal discharge, procedural pain, vaginal haemorrhage, endometritis, dysmenorrhoea and post procedural haemorrhage outcome was unknown and the device dislocation and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion, endometritis, post procedural haemorrhage and procedural pain with essure. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, pelvic discomfort, pelvic pain, salpingitis, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted between (B)(6) and (B)(6) 2018. She went to a hospital due to the pain and discomfort, and an unspecified medication was given but it did not work. On an unspecified day, physician tried to do a video hysteroscopy but it was not possible due to the inflammatory condition in her fallopian tubes. The essure removal was performed without complications. New information was provided regarding essure insertion: the essure insertion date was updated from 2018 to (B)(6) 015 (right) and (B)(6) 2015 (left). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: bilateral mild chronic salpingitis, benign simple paratubary cyst on the right. Human chorionic gonadotropin - on (B)(6) 015: negative - 25 miu/ml; on (B)(6) 2015: negative - 25 miu/ml; on (B)(6) 2019: negative - 25 miu/ml. Pathology test - on (B)(6) 2019: left uterine tube: mild chronic salpingitis. Right uterine tube: mild chronic salpingitis and benign simple paratubary cyst.. Smear test - on (B)(6) 2018: cervicitis, reactive / inflammatory cell changes. Ultrasound scan vagina - on an unknown date: concluded the need to withdraw essure; on (B)(6) 2016: the devices were visualized in the fallopian tubes; on (B)(6) 2018: anteversoflexion uterus, unchanged ovaries; two hyperechoic linear images were observed, a right corneal region and another left adnexal region, next to the myometrium; on (B)(6) 2019: right device was elbowed with a large part of the endometrial cavity; essure on the left normoimplanted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2021: new informations were provided: patient´s date of birth, historical drug, medical history, essure lot number, concomitant drugs, lab data, new adverse events (post procedural pain, vaginal bleeding / haemorrhage, suspicion of endometritis, dysmenorrhea, device insertion failed). The essure insertion date was updated from 2018 to (B)(6) 2015 (right) and (B)(6) 2015 (left). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.